Manufacturer narrative:
The initial submission was erroneously submitted as a 5 day report. This is in error as ge healthcare was not required to initiate action to prevent an unreasonable risk of substantial harm. The event should have been reported as a 30 day report and has been corrected on this follow-up MDR. The initial submission was erroneously submitted as a 5 day report. This is in error as ge healthcare was not required to initiate action to prevent an unreasonable risk of substantial harm. The event should have been reported as a 30 day report and has been corrected on this follow-up MDR.

Manufacturer narrative:
(B)(6) will replace the base. No report of patient involvement. (B)(6).

Event description:
During transport of the anesthesia machine, the wheel broke off the base. There was no report of patient involvement.